Event description:
During a remote follow up, the device was found in back up vvi due to event que overflow. Technical support was contacted and the device was reprogrammed to resolve this event. The patient was stable.